Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Boston scientific technical services (ts) reviewed the available information and indicated all other measurements appeared stable and a lead integrity issue was not suspected. Further testing was performed which did not produce noise, and all measurements were appropriate. No changes have been made to the system and the patient will continue to be followed appropriately. No adverse patient effects were reported.